Event description:
The nurse mentioned that during their daily check of the crash cart equipment a nurse had turned on the cev3 (ohio medical corporation manufactured device) and the canister (bemis designed and manufactured device) lid shattered with plastic pieces being scattered. There was no indication of injury or exposure to body fluids associated with this incident.

Manufacturer narrative:
Event was reported to ohio med corp on (B)(6) 2013 by the user facility. Event involves a collection canister supplied to ohio med corp by bemis manufacturing co. Ohio med includes the canister as an accessory to our device (care-e-vac 3). Suspect device manufacturer was notified of event by ohio med corp on (B)(6) 2014.